Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. There was no evidence of the reported issue in the event history log, but fluid ingressions were found. Three separate delivery accuracy tests were performed and the pump was visually inspected. The pump was slightly over delivering but the average was within the published +/-6% specification. Fluid ingressions were found on the pump by the chassis base of the expulsor and occlusion sensor. The expulsor had previously been trimmed in the past. It is possible that the fluid ingressions were caused the issue. It was recommend that the pump's expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -10.5% during testing. There was no patient involvement.